Event description:
Caller reported experiencing temperature alarms 10 and 11 on their pump. There was no adverse impact to the customer's blood glucose level. The pump was not exposed to extreme temperatures and was not charging at the time of the alarms. However, the customer was unable to clear the alarms and resume insulin delivery, leading customer technical support (cts) to decide on replacing the pump. A replacement pump with updated software was sent to the customer, who was advised to use multiple daily injections (mdi) as backup therapy in the meantime.